Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that difficulty was encountered when attempting to interrogate an implantable cardioverter defibrillator (ICD) using the mobile programmer application. It was observed that when attempting to interrogate, the application crashed midway through the interrogation. Troubleshooting steps were taken to include force closing the application and rebooting the host tablet; however, the issue persisted. Additional troubleshooting steps were advised to include reattempting the interrogation with wireless fidelity turned off with a view to resolving the issue. No patient complications have been reported as a result of this event.